Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the penumbra smart coil detachment handle (handle) was dropped on the floor while it was being removed from its packaging. The handle was dropped prior to use and was not used in the procedure. The procedure continued using a new handle.